Event description:
Monitor c54 5004 co-cco/co not working - inconsistent c/o "constant fluctuation" of cardiac output, spare monitor swapped in and issue resolved.

Manufacturer narrative:
Evaluation summary: a fatu (final acceptance test unit) was performed before and after the 94-hour burn-in test, per the applicable sop. No error messages were logged. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. The complaint of "cco not working - inconsistent" could not be confirmed during the evaluation. No additional actions will be taken at this time.